Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of the active waveguide disengaged from the dissector. The surgeon was not sure if the dissector had come into contact with metallic instruments in use during the surgery. The missing piece was not able to be located by the surgical team. There was no blood loss, tissue damage or pt injury reported. The surgeon used another type of device to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.